Event description:
It was reported that at the user facility that the battery housing fractured. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility that the battery housing fractured. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the hinges are broken, was confirmed. Through visual inspection, the technician observed that the housing was received in two pieces and the housing was fractured at the hinge on both sides where the lid connects to the bottom housing. The hinge was broken most likely due to being exposed to impact. Improper sterilization including improper rinsing, excessive autoclave, or use of improper concentration of a basic disinfectant can also weaken the housing causing the housing to break. The device was scrapped by stryker.

Manufacturer narrative:
Failure analysis in progress.